Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). Results: a visual inspection was performed. No visible damage was found. A functional test was performed. The device passed the self test. A space line was inserted, and the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. The device history files were read and analyzed. Based on the device history could be found the "pressure alarm" several times. The pressure alarm occurred during pressure level five. No other abnormalities were found in the device history. For checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. All measured values were within our specification. During the investigation no fault could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. The complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. No product deviation.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "pressure high alarms" reason of complaint: "patient running two inotrope infusions through the same lumen of a central line, norad pump running at 4ml/hr had multiple pressure high alarms (while the other infusion vasopressing did not). Norad pump had been running successfully for approx 5hr when first pressure high alarm is seen at 09:20 on 14/10. Multiple attempts to restart the infusion. Pump and line disconnected from patient at 10:04 on 14/10, pump isolated and sent to med tech and physics on (B)(6) 2021. Note: incorrect line selection "spaceline" for use with neutrapur line. Additional patient information: subsequent loss of bp with noradrenaline cessation."